Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had blank display. Customer also reported that insulin pump had failed battery test alarm .customer states battery cap neither missing nor damaged .customer¿s blood glucose level was 115 mg/dl . The insulin pump will be returned be for analysis.

Manufacturer narrative:
Insulin pump passed displacement, active current measurement, and self tests; it failed sleep measurement current test. Per visual inspection there was corrosion on the electronic board particularly around the area where the internal battery plugs into the board, and on the ribbon cable that connects the keypad buttons to the board. Insulin pump received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. The left belt clip rail broke off. Finally the center (enter) keypad button is cracked in the middle.